Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown number of colony forming units (cfus) of pseudomonas aeruginosa bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) process, results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: suction channel. Unit: >1 cfu/endoscope. Bacterial identification: pseudomonas aeruginosa. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. The device was evaluated where an additional potential adverse event was confirmed where: there were white foreign material in the air/water cylinder (tube) and in the air /water tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material could not be identified; however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. According to the investigation, the device was culture tested positive by the customer; however, the device was tested negative by olympus, therefore the user request is not confirmed. The root cause could not be identified. Based on the data provided, customer hygiene microbiological investigation, device inspection report and olympus hmi there could potentially be a correlation between the actual product/device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, foreign objects, kinks) could be a source of microorganisms. The response from the questionnaire indicative of compliance with IFU. After reprocessing by oly, the hmi results could not confirm customer findings and were within the acceptance criteria. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.